Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was not functioning properly. The customer reported blood glucose value was unknown. The customer reported hypoglycemia treated with hospitalization: overnight stay. No troubleshooting was identified. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. The event involved product(s) mmt-1780kl, mmt-332a, and unomedical. No further patient complications were reported. Product return was required for mmt-1780kl. No product return was required for mmt-332a. No product return was requested for unomedical.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0874 inches. The following were noted, during visual inspection: scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thus and carelink upload was successful. There were no boluses listed on the event date (B)(6) 2024, in the pump history file. Please see below for the daily total of all insulin delivered on the event date (B)(6) 2024, in the pump history file. 04/18/2024, 16:30:21.000, daily totals: daily total collection start time = 04/18/2024, 00:00:00.000, daily total of all insulin delivered = 0, daily total of basal insulin delivered = 0, daily total of bolus insulin delivered = 0. There were no auto suspend (12) alarm or user suspended alarm noted, in the pump history file. Please see below for the pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024, in the pump history file. 04/13/2024, 17:32:00.000, alarm alert notification: fault number = lost sensor 1 alert (780) 04/13/2024, 17:55:00.000, alarm alert notification: fault number = lost sensor 2 alert (781) 04/13/2024, 19:01:00.000, alarm alert notification: fault number = sensor signal not found alert (796) 04/13/2024, 19:11:00.000, alarm alert notification: fault number = sensor signal not found alert (796) 04/18/2024, 16:27:35.000, battery removed. 04/18/2024, 16:27:35.000, alarm alert notification: fault number = battery removed (84). 04/18/2024, 16:30:25.000, alarm alert notification: fault number = post-reset ram crc alarm (23). 04/18/2024, 16:34:37.000, alarm alert notification: fault number = batt out limit (6). 04/18/2024, 16:34:49.000, alarm alert notification: fault number = batt out limit (6). The pump properly connected with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor signal not found alert noted. Pump error 23 and battery out limit alarm were expected, due to the battery removed and the pump's time reset. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lost sensor alert: not confirmed. Sensor signal not found alert (796): not confirmed. Pump error 23: not confirmed. Batt out limit (6): not confirmed. The pump passed, the functional testing. Unable to confirm, alleged low bgs. No current code/category not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.